Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an arterial module standard reference sensor failure. The user reported, the surgical procedure was completed successfully and there were no reported consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.